Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the roll stand head had broken in half and will no longer held the monitor. The customer reported that the monitor did fall off the roll stand. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.